Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 4.9 mmol/l. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a "critical pump error" image on the display. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and broken force sensor was present in the long trace file due to corrosion on force sensor assembly. Corrosion was found in the battery tube, moisture damage on the motor home switch and corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify basal anomalies, basal rate alerts, vibrator anomalies, flashing red led anomalies and other type alerts. The insulin pump had severely faded serial number label, scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked case on the battery tube area and peeling end cap address label. Please reference MFR report number 3004209178-2017-43912 for the initial complaint report (B)(6) 2016.